Event description:
It was reported that the right ventricular lead could not be inserted into the pulse generator connector. With the use of silicone oil, the lead was able to be successfully connected.

Manufacturer narrative:
.